Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) had evidence of oversensing as a result of changes in morphology and myopoential noise. No inappropriate therapy was delivered. Boston scientific technical services (ts) recommended further isometric testing. The recommended isometric testing was performed and there was some noise observed in the primary and secondary vectors but the device appropriate identified as noise. The physician felt that the untreated episodes were likely related to changes in morphology rather than noise, ts concurred. The device was reprogrammed to activate the smartpass feature and the patient will be monitored. No adverse patient effects were reported.